Event description:
It was reported to Boston Scientific Corporation that an OverStitch NXT Endoscopic Suture Sys 1pk was used during a defect Closure endoscopy procedure performed on (b)(6)2026.During the procedure, the anchor failed to engage with the needle body. During inspection of the device, it appeared that the needle body was bent. The procedure was completed with another Overstitch NXT Endoscopic Suture Sys 1pk. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block D4,H4: Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submittedBlock H6:Device code A040609 is being used to capture the reportable event of Needle Shaft Bent.Block H11:Device EvaluationThe device was not returned for analysis; therefore, a technical analysis could not be performed. For this reason and due to the lack of evidence is unable to confirm the reported events.Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.A Risk Review of the OverStitch NXT was completed and confirmed that the events of Anchor Exchange Failure To Pass Anchor, Needle Shaft Bent and Additional Device Required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action.Based on all the gathered information, there is not enough evidence to determine whether the reported events were due to the physician's technique during the procedure or was related to a device malfunction. Additionally, for the event Additional Device Required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence.Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of "Cause Not Established".